Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an attempted implant when the ICD was connected to the lead, high capture threshold was observed. Normal capture threshold was noted when measured via pacing system analyzer. Lead was replaced with no further issues.